Event description:
It was reported that during a procedure for prolapse and hemorrhoids, the device appeared to fire correctly. However, the pt had to come back a day later due to bleeding at staple line. The staple line was oversewn. Blood transfusion was required. Pt was admitted overnight for observation. Pt is stable currently.